Manufacturer narrative:
The customer reports the patient was revised for pain and metalosis. Doi: (B)(6) 2009, dor: (B)(6) 2011 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain and metalosis.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 02/06/2017 transfer (wpc (B)(4)) - pfs and medical records received. After review of the medical records for MDR reportability, within the plaintiff fact sheet alleges product caused injury without describing what injury. Metal ion lab values available in record for chromium, serum 22.8 ng/ml and cobalt, serum 8.3 ng/ml. Pre-op indications for surgery indicated that patient "noted that left hip seems to rub and click when she walks". Patient had "frequent subluxations of her l tha approximately 1 time per week on average". Also indicated "elevated cobalt (33) and chromium (61) levels and an MRI...revealed fluid collection , but no pseudotumor". Revising surgeon's post-op diagnosis was subluxing metal-on-metal total hip arthroplasty. Identified cloudy fluid with capsule release, and upon removing the acetabular cup, noted a "cavity anteroinferior with some membrane from the metal-on-metal articulation". Stated femoral component was "rigidly fixed to the femur". There was no indication of metallosis observed within the operative note. Subluxation added to complaint. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.